Event description:
Patient reported one cassette that was damaged and not usable from last order. No further information reported. Lot number: unknown. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining?yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.